Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined to complete the check. Customer¿s blood glucose level was high on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer required help from coworkers who were paramedics who tested heart rate, blood pressuree, and blood glucose (bg). Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined to complete the check. Customer¿s blood glucose level was high on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer required help from coworkers who were paramedics who tested heart rate, blood pressuree, and blood glucose (bg). Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer.